Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat an arterial right femoral popliteal bypass graft using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 7 (cat7), and a 7fr non-penumbra sheath. During the procedure, the physician completed approximately three to four passes in the target vessel using the cat7, lightning, and sheath. Upon retracting the cat7 with aspiration on through the sheath from the patient to take pictures, the physician broke the cat7 in half. Therefore, the physician removed the broken distal piece of the cat7 by pulling it out of the sheath. It was also reported that air bubbles were noticed in the lightning tubing as the cat7 was being retracted. The procedure was completed using a new cat7, the same lightning, and the same sheath for one additional pass in the target vessel. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the catheter was fractured. If the cat7 is retracted against resistance or at an extreme angle during use, damage such as a kink and subsequent fracture may occur. It was reported that the cat7 was retracted out of the non-penumbra sheath with aspiration on; this may have contributed to resistance. Further evaluation revealed kinks and ovalization along the catheter shaft. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.